Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd flush syringe had tip breakage. The following information was provided by the initial reporter: (B)(6) 2025 during routine intravenous infusion and PICC catheter flushing for a patient, a small defect was discovered at the lower end of the catheter. Use was immediately discontinued, and a new pre-filled catheter flushing set was used to complete the treatment. Defective lower end of prefilled catheter flusher.

Manufacturer narrative:
(B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.